Event description:
The pt was playing football when an apc ii clarity bracket debonded from the upper bicuspid tooth. A piece of enamel 2 1/2 mm x 2 1/2 mm into dentin was removed from the tooth when the bracket debonded. Orthodontist said that tooth will be repaired with composite.